Manufacturer narrative:
This report is filed july 26, 2016. Implanted device remains.

Event description:
Per the clinic the patient experienced a dislodged magnet during an MRI (1.5 tesla); however, the clinician did not follow the manufacturer's instructions for use of MRI. The implanted device remains. Revision surgery to correct the magnet placement is planned; however, has yet to occur as of the date of this report.

Manufacturer narrative:
Per the clinic, revision surgery was performed on (B)(6) 2016, to replace the internal magnet. The implanted device remains. This report is filed september 9, 2016.